Event description:
The customer states that one patient sample generated results of 0.005, 0.10, 0.13 and 0.031 ng/ml with the architect stat troponin-I assay. The sample was then tested on the other i2000sr analyzer in the lab, and generated results of 0.01 and 0.011 ng/ml. There is no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) arrived at the customer site and inspected the architect i2000sr analyzer. The stat probe, reagent 2 probe, and wash zone 1 drain valve were replaced. The issue of aberrant troponin-I assay results has not been documented since the fsr visit. A review of the complaint and service history databases found no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual ((B)(4)) and the architect stat troponin-I reagent package insert ((B)(4)) contain sufficient information to address the issue under evaluation. A malfunction of the system was not identified. After the field service representative performed troubleshooting of the instrument, the customer issue has not reoccurred, and the instrument has been performing as intended. This is a final report.